Manufacturer narrative:
(B)(4) other = device discarded and will not be returned. (B)(4) no code available = ring dehiscence additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Through follow-up with the healthcare provider, it was learned that the explanted ring was discarded, and will not be returned for evaluation and analysis. The investigation reveals nothing to indicate a device quality deficiency during its manufacture.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the annuloplasty ring was explanted after an implant duration of approximately 75 days, due to mitral regurgitation. The ring was replaced by an edwards' 27mm pericardial valve. Operative report indicates, " there was a small gap in the annular reconstruction that accounted for the discrete jet. With this closed, mr was almost absent with saline testing, even with the edge to edge suture taken down, but there was still enough leakage to suggest replacement as the best option, in part because saline testing had been somewhat misleading at the first operation... [Native] posterior leaflet appeared somewhat restricted...the existing ring was removed and the annular reduction sutures taken down, leaving the leaflet repair intact."